Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with 90% stenosis and moderate calcification and tortuosity. The lesion was pre-dilated and the 2.5x23 mm xience prime stent was implanted. An edge dissection was noted and was treated with another xience prime stent. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.